Event description:
A customer observed false positive total b-hcg results on two lots of reagent for one pt sample on the eci analyzer. The results occurred during a study. No erroneous results were reported. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of pt harm. This is one of two reports to cover the two lots in question.

Manufacturer narrative:
The investigation determined an alternate lab testing the sample with lot 1050 also found false positive results. Testing utilizing the vitros immunodiagnostic products total b-hcg ii reagent pack produced the expected negative results. Datalogger file analysis did not identify any analyzer malfunctions. The root cause of the event is unk.